Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via phone call high blood glucose levels. Customer's blood glucose level was in the 700-800 mg/dl range. Customer also experienced symptoms for low blood glucose levels such as diarrhea, vomiting, nausea and exhaustion. Customer advised when they went from 800 mg/dl down to 198 mg/dl they felt much lower and were experiencing low blood glucose because of the big drop. Customer advised there diabetes educator made adjustments to their basal settings and they feel better. Customer declined to speak to the 24 hour helpline.